Event description:
When setting up chemo tubing, put on equashield female swivel connector, verified it was engaged and swiveled without being able to come off tubing. Then started chemo. While chemo was infusing, equashield fc-1s device came off the end of the IV tubing resulting in a spill and need to make new bag of chemo. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, equashield (per site reporter). Requested we mail it to them for testing.